Manufacturer narrative:
The pump exchange referenced was reported under medwatch MFR. Report # 2916596-2016-01484. (B)(4). The date of explant is estimated to be between (B)(6) 2017. Approximate age of device ¿ 7 months. The explanted device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a severe driveline infection and there was concern for a pocket infection. Although it was not confirmed, the surgeon decided to exchange the patient¿s pump with another manufacturer¿s pump.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. Multiple attempts for product return were sent to the customer with no success. A correlation between the device and the reported driveline and suspected pump pocket infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.